Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the probe did not cut during a procedure. The aspiration function is unknown . The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened probe was received with a tip protector, in a tray, for the report of actuation failure of cutter. The returned sample was visually inspected and found conforming. The probe was then functionally tested for actuation, aspiration and cut. The sample was found conforming for actuation and cut and was non-conforming for aspiration. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The sample was tested with a syringe and slight resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed, using the syringe and wire, the probe was able to aspirate. The evaluation does not confirm an actuation or cut issue with the probe. Unrelated to the reported event, the complaint evaluation indicated that the probe sample had an aspiration issue. The root cause for the aspiration issue is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation. The most likely contributing factor is that the foreign material is surgical material from the surgical use of the probe, as identified in the complaint and evidenced by the wear observed on the inner cutter.. The returned probe was functionally conforming for actuation and cut and was able to aspirate once the observed interference was removed, therefore the customer complaint could not be confirmed and no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).